Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that the device migrated towards the surface of the pocket. An additional surgery was performed to fix the device in deeper tissue. There were no adverse consequences for the patient.